Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device relative to a transcatheter aortic valve implantation interventional procedure. Reportedly, there was a defect in the positioning of the sutures[suture malposition] and the distal part [guide] was kinked. Due to the kink a perforation of the left common femoral artery occurred. The perforation was treated with a coated stent. Hemostasis was achieved with surgical intervention. There was report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device, and deformation due to compressive stress were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of perforation of vessel is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, it is possible the angle of the device in relation to the tissue tract contributed the reported difficulties, however this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.